Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up a year and half ago, fluoroscopy revealed the right atrial lead was dislodged and had fallen into the right ventricle. The device was programmed to vvtr mode. On (B)(6) 2016, the patient presented in clinic with symptoms of worsening heart failure. The lead was explanted and replaced without adverse consequences to the patient. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
Correction: date of event - should have been "unknown' rather than (B)(6) 2014 as previously reported.